Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a mildly calcified lesion in the left anterior descending (lad) artery. The patient presented with a non-st elevated myocardial infarction. Pre-dilatation was performed with 2.5 x12 mm and 3.0 x 10 mm non-compliant (nc) balloons, reducing the stenosis to less than 40%. The 3.5 x 18 mm absorb scaffold was implanted and post-dilated with a 4.0 x 10 mm nc balloon with a good end result. Final residual stenosis was less than 10%. On (B)(6) 2016, the patient returned with chest pain and angiography showed restenosis in the previously deployed scaffold. Balloon angioplasty was done and a drug eluting stent was implanted for treatment. The patient is doing well. No additional information was provided.